Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. Action taken with pd therapy was not reported. No additional information is available.